Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2018-02456. Related manufacturer reference number 3006705815-2018-02457.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2018-02456. Related manufacturer reference number: 3006705815-2018-02457. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the scs system was explanted and replaced. Effective therapy was restored post procedure.